Event description:
Pt came into clinic stating that they saw 4 cone shaped pieces in their pd catheter last night. Pt then stopped the fresenius cycler and had it put in a last fill of 2.5l. There were no pieces visible when pt came into the clinic. The extension set was changed. When the extension set was removed from the catheter, a small piece of while plastic approximately 1/8 inch by 1/16 inch oval shaped shard came out. Shard has been saved and is kept at the dialysis unit. Ref MFR report # 8030665-2006-00226.